Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected device test failed anomaly noted. No unexpected failed battery alarm anomalies noted. Device received with cracked reservoir tube lip, cracked battery tube threads and corroded battery tube. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on and presenting interference with the alert battery failed test. Customer was inserted a new battery and insulin pump was turned on. Customer was ran an auto test, but insulin pump was alarming battery failed test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.